Event description:
It was reported that a patient¿s device had not been working for about one month prior to the report and the patient was not feeling stimulation. He was using a catheter again. The day of the report the patient went to his physician¿s office and was told to use programs 1 or 2 because one lead was messed up. Currently programs 1 and 2 weren¿t helping his symptoms. A manufacturer representative told the patient not to use programs 3 and 4 and the patient¿s healthcare professional told him to try these programs. The patient was told that there was probably a crack in the lead causing it not to work. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fxgg, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, lot# unknown, product type: programmer, physician. (B)(4).